Event description:
A thoracic stent graft was being placed. During the case one of the leading ears bent back during placement. The patient did not suffer any ill effects from it, nor did another intervention occur because of it. The md's will just be monitoring the patient to see if there are any longer term effects, although unlikely.

Event description:
A review of the mfg and testing records for the device was performed. The gore tag thoracic endoprosthesis is functioning and remains in the pt.